Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. Monitored the insulin pump and no unexpected bolus delivery noted.

Event description:
It was reported that the insulin pump over-delivered insulin. The blood glucose reading is 230 mg/dl. Customer treated with food. Customer has been experiencing low blood glucose for two weeks. Advised the customer that the insulin pump will be replaced. Nothing further reported.